Manufacturer narrative:
The device was returned and received by aci. An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon, approximately 4 mm from the balloon's proximal tip. The review of the lot history record (f1603301) indicated that there were no reworks, special conditions or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined; however, this type of tear is typically observed when the balloon comes into contact with calcification in the vicinity of the puncture site. Additionally, it was reported that three balloons of the mynxgrip device ruptured in the same patient, which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease may have contacted the balloons, potentially contributing to a tear in the balloons. Should additional relevant information become available a supplemental MDR will be filed. See medwatch form #s 3004939290-2016-00107, 3004939290-2016-00108 and 3004939290-2016-00109. Note: MFR report # 3004939290-2016-00107 was originally submitted on 04/18/2016; however, acknowledgements 2 and 3 were not received, therefore, the report is being re-submitted.

Event description:
It was reported that 3 balloons of the mynxgrip device ruptured in the same patient. The device was being used with a 5f procedural sheath for arterial closure following an interventional peripheral procedure. It is unknown at which point the balloon lost pressure. At prep, the black marker on the inflation indicator was fully exposed. It is unknown if the stopcock was opened when the balloon was at the arteriotomy. Resistance was not felt while inserting the device. Resistance was not felt while pulling back to the arteriotomy. The deployer was able to maintain access until the 3rd failure. Manual pressure was held for greater than 30 minutes to achieve hemostasis without any issue. The patient's hospitalization was not prolonged as a result of the event.